Event description:
The lesion was located in a tortuous distal lcx. While attempting to cross the lesion a great deal of torque was applied to the guide wire. Suddenly, there was no resistance or torque felt and the guide wire was removed, revealing that the tip was almost separated, 1 cm proximal to the tip. The procedure was completed with another guide wire. Reportedly, there was no pt injury.